Event description:
During an in clinic follow up, episodes of post paced t wave oversensing were noted on the device. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve the event. The patient was stable.